Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information rec'd the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal pt information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal vip was deployed in the right femoral arteriotomy. The pt was taking medications of aspirin, clopidogrel and fluoxetine. The pt was hospitalized overnight following hospital protocols and discharged the following day, (B)(6) 2011. While at home, the pt bent over and experienced a popping sensation and a hematoma formed. The pt went to the hospital and manual compression was applied and an ultrasound was performed. The findings confirmed good distal flow. The pt was kept overnight and discharged the next morning, (B)(6) 2011.